Manufacturer narrative:
(B)(4).

Event description:
(Os 16.889). The dentist reported 10 months after the dental implant was installed in intraoral region #28 and 29, it was verified its non osseointegration. 50 ncm of primary stability was achieved and immediate load was performed.